Manufacturer narrative:
Device passed displacement test and self test. No rewind anomalies noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not rewinding. Customer stated the rewind option displayed after an alarm or alert. Ensured customer was disconnected and advised to select load and hold down until load reservoir process completed. Customer received complete status with next highlighted on the screen. Customer was hospitalized because of flu and not because of insulin pump. The insulin pump will be returned for analysis.